Event description:
Reporter purchased a pair of schurmed powered stirrups form ali-med. When reporter was testing the stirrups prior to a procedure, the stirrups moved up when the "down" button was pushed. Reporter called the manufacturer, and he replied "yeah, that happens occasionally, send them back and company will replace them." Reporter asked to put in a complaint, but was told that company did not formally track complaints.